Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 6th february 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had performed to specification up to (B)(6) 2017. Between (B)(6) 2017, the device began to perform multiple power ups of mainly ten minutes duration. During this time, the pad-pak became depleted and the device entered CPR assist mode. After further investigation, it was found that the membrane of the device had failed due to corrosion, causing a short circuit resulting in overvoltage and damage to the microprocessor.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.